Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system failed to start up. Upon troubleshooting, the rse found that the x-ray system was unable to start up. The acquisition monitor application displayed the philips logo, but no further movement was possible, and the x-ray system was unusable. It was found that the software for the x-ray system failed to start. To resolve the issue, the rse reinstalled the software suite on the pc, completed the reinstallation, and the x-ray system returned to normal operation. Afterward, the system was returned to use in good working order. The codes were updated based on the investigation outcome.